Manufacturer narrative:
Mentor became aware that the manufacturer report number 1645337-2020-10929 is a duplicate of this complaint. Any additional event information received will be submitted under this complaint¿s manufacturer report number. Healthcare provider also reported that there is no confirmation for implant rupture, pending ultrasound result for diagnosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation revision with 250cc smooth mentor memorygel breast implant has experienced postoperative bilateral capsular contracture, baker grade unknown. Patient reported bilateral hardness that¿s more severe on the right, left breast points down a bit, and pain when lying on her stomach. Patient has consulted a medical professional, but diagnosis was not made available to mentor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.